Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the there was no issue. The technical support specialist did not find any issue. The system functioned as intended after the technical support specialist checked the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was (B)(4).

Event description:
It was reported when using the pyxis medstation es system, their global search function was not operational across all stations. They encountered difficulties in locating medication situated at other stations. The customer reported that the medication was not located; however, it had been uploaded to the station. The issue arose when the user attempted to dispense medications to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
According to the technical support specialist response updated serial number, model number, catlog number and UDI number.